Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the halogen light source exhibited a lamp failure. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The lamp would not ignite. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the customer¿s reported complaint was confirmed. The cause of the lamp not lighting was attributed to inadequate rated voltage and deterioration of the lamp socket. Olympus will continue to monitor field performance for this device.